Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly removed due to clogged catheter. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The proximal portion of the catheter appeared to be degraded and upon infusion, a leak was observed coming from the proximal portion of the catheter. Parallel splits were found 5.7cm from the proximal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the identified fracture issue. However, the investigation is inconclusive for the reported occlusion issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly removed due to clogged catheter. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The proximal portion of the catheter appeared to be degraded and upon infusion, a leak was observed coming from the proximal portion of the catheter. Parallel splits were found 5.7cm from the proximal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore the investigation is confirmed for the identified fracture issue. However, the investigation is inconclusive for the reported occlusion issue as the exact circumstances at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly removed due to clogged catheter. Reportedly, the port was removed. There was no reported patient injury.